Manufacturer narrative:
A dräger service technician has examined the device during an on-site visit. The investigation started with log file analysis; the error codes found therein indicated that a problem with the control unit for the blower unit has occurred. The particular pcb has been replaced, consequently. The device passed all consecutive tests and could be returned to use. Testing the replaced motor controller board in the manufacturers lab fully confirmed the initial expertise - the board was faulty which produced an erroneous motor control signal. This was detected by the supervisor function of the software, automatic ventilation was shut down and the user was alerted to this condition by means of a corresponding alarm. Dräger finally concludes that the device responded as designed upon the malfunction of a single component. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2020-00020.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-/final-report.

Event description:
It was reported during a case that the perseus unit alarmed "vent failure." The patient was bagged and switched to a new unit. There was no patient injury reported.